Event description:
Caller reported a continuous glucose monitor (cgm) error identified as error 42. The error did not result in any adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the caller successfully restarted their sensor session without further issues.